Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an x-ray file was sent. During analysis, it was found that the driveline was double exposed. It was also found that the implant did not look to be in the normal position. The x-ray was provided as a part of the 720 day visit. There were no symptoms associated with this event, the x-ray was completed during a routine vad follow-up visit. There was no action taken regarding the driveline damage or the pump implant position. The patient was stable and had no reports of alarms.

Manufacturer narrative:
Manufacturers' investigation conclusion: pump malpositioning was confirmed via an x-ray image provided by the account. The account submitted a chest x-ray from (B)(6) 2019 for review, which revealed pump malpositioning. An area of internal driveline adjacent to the pump was blurry on the x-ray and is likely due to x-ray noise or patient movement. There were no indications of driveline damage from the submitted x-ray and the account did not report any driveline issues or alarms. The account later communicated that the x-ray was submitted as part of a routine 2-year follow-up appointment and appeared similar to a chest x-ray taken on post-operative day 1. The patient was not symptomatic at the time of the x-ray and no treatment was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no related issues have been reported at this time. The heartmate 3 lvas IFU outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in the IFU. No further information was provided. The manufacturer is closing the file on this event.